Event description:
On (B)(6) 2013, it was reported that the patient was experiencing problems with the bolus calculator on his blood glucose monitor. He thinks there is a technical malfunction. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation; however, the patient declined to return the monitor.

Manufacturer narrative:
The customer's allegations of bolus calculator problems and alarm issues could not be tested as no product related to this case is expected to be returned. No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Patient declined to return product.